Event description:
I started using bausch and lomb renu moistureloc about a year or so ago. Initially, I really liked the product because I felt that my contacts were a lot clearer. After reading an article today on news about this product being pulled did I realize that the symptoms that were described are the symptoms that I have. For sometime I thought that maybe it was that I was wearing my disposable contacts too long, or that my eyes were just tired of my contacts. I then started to toss my disposable contacts a few days sooner than the disposable contacts required. However, the symptoms really didn't go away. At this point I think I felt maybe my eyes were just tired of wearing contacts. After reading the symptoms on in the news article, I was speechless for a moment. All of the symptoms that they described are exactly what I have been going through. My eyes started to get blurry and then my contacts started to get blurry much earlier in the day. I started to have pain and redness in the eyes and more than normal amounts of discharge. I also had increased sensitivity to light especially when I sat in front of my computer at work. I would have to lean forward and squint my eyes. I found that I rubbed my eyes very often because for just a temporary moment I would feel clarity with my contacts. I am really concerned to know about what my eyes have been going through the past year.